Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00746. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # of this initial medwatch report. (B)(4). This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to pulmonary embolism (pe). Patient is alleging tilt, vena cava perforation, and organ perforation. Patient further alleges "after the implant I was placed on blood thinners for about five years, and I have had six blood transfusions. I also have terrible pains in my legs that are constant and make it so that I cannot walk or stand for very long." "I can no longer stand or walk for extended periods. This has made it so I can't do things like go to the grocery store. I also have to use a wheelchair if I want to go on a trip." (B)(6) 2017, report from CT (computed tomography): "the patient had a cook gunther tulip filter placed (B)(6) 2010. Positive for caval perforation. Superior extent of ivc filter is at the l1-l2 disc space. Inferior extent mid l3 vertebral body. A total of four prongs have perforated the ivc, series 2, image 37. Maximum distance prong perforated is 14 mm, series 2, image 37. Coronal images show zero-degree tilt, series 300, image 61. Sagittal images show 18-degree tilt posterior-to-anterior, series 302, image 82. Diameter of ivc directly above filter measures 24 mm x 25 mm, series 2, image 32. A prong has perforated the duodenum, best appreciated on series 2, image 33."

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Additional information: investigation. The following fields were updated per additional information received: h6. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, disability, needed blood thinner and transfusions are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The product is manufactured and inspected according to specifications. The following allegations have been investigated: tilt, vena cava/organ perforation, pain, disability, needed blood thinner and transfusions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.